Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on (B)(6) 2014 due to armd. No further information has been received.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and product evaluation results, which were unknown at the time of the initial medwatch. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under (B)(4). Examination of the returned device found no evidence of product nonconformance. During the evaluation, wear of the modular head and acetabular cup were noted, and are most likely attributed to malpositioned components, joint laxity, and/or third-party debris.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 due to adverse reaction to metal debris (armd).

Manufacturer narrative:
No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.